Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements, loss of capture (loc) and oversensing of myopotential noise. A lead fracture was confirmed. A revision procedure was discussed with the electrophysiologist. No adverse patient effects were reported. At this time, this lead remains in service.